Event description:
The patient was admitted to the hospital with syncope. It was reported that both leads dislodged and no "screw tip" was visible. Repositioning was unsuccessful. The leads were subsequently replaced.

Manufacturer narrative:
No medwatch form was received.